Event description:
It was reported that during a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 12 atms during the initial inflation. The lesion being treated was a 99% stenotic lesion in the right coronary artery (rca). The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.